Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 234 mg/dl. During troubleshooting, customer was assisted in performing an insulin pump rewind, the device wa unable to rewind, stuck in prime rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, or excessive no delivery tests due to the motor error alarms. The motor was tested outside of the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a cracked pump belt clip slot.